Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate or verify the reported issue. Stryker replaced the device's main keypad as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report their device was having issues with the on/off button. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.